Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. Final analysis found that as received, a complete lead was returned for analysis. X-ray, visual and electrical testing was normal with no anomalies found. All other damages were sustained during procedure.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited failure to sense and failure to capture. The ra lead was removed but was not replaced as the physician elected to downgrade to a single chamber pacemaker. The patient was stable.